Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited p-wave under-sensing which resulted in numerous mode switch episodes. Patient had no symptoms associated with this issue. The device was re-programmed. The patient was in stable condition.